Event description:
It was reported that the fenestrated bipolar forceps instrument wire was broken during a da vinci tongue base resection procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that pitch cable was broken. Failure analysis also observed that the grip tips were bent. The one grip was bent, causing side-to-side misalignment of the grips. There was a .024 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. 48, 80 - failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .08 - .254 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage may have been caused by mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.